Event description:
Additional information received reported that the ribboning was assumed due to the anatomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the middle section. Deployed vantage and severe ribboning occurred through the first curve proximal to the aneurysm. Deployed more stent pulled to inner curve and loaded. Deployed through the middle of the vessel. Loaded and unloaded device. No slack was in the system and sophia guide catheter was just proximal to the tip of the phenom 27. Could not get ribbon to resolve. Stent began to open close to the second proximal curve but did not want to deploy with severe ribbon. Removed device and went with a smaller 4x16. Ribboning still occurred however we were able to get a decent channel and deployed. Stent popped open, angioplasty was completed to achieve good apposed. The middle of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. Balloon angioplasty was preformed to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The max diameter was 4.5mm and the neck diameter was 4,5mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.1mm. Vessel tortuosity was moderate. The access vessel diameter was 4.1mm. Angio graphic result post procedure was good post second flow diverter stent. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported. Ancillary devices: fg15150-0615-1s lot nv21-014 catheter, sophia 5f guide catheter

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: roduct analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage pusher was returned for analysis within a shipping box; within a taped paper pouch, within a resealable plastic biohazard pouch and within an introducer sheath. The already deployed braid and phenom-27 micro catheter used during the event was not returned for analysis. Damage location details: no damages or irregularities were found with the introducer sheath. Small amount of liquid and dried blood was found within the introducer sheath. No damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. Dried blood was found on the distal hypotube. The distal delivery wire was found kinked. No damages were found with the proximal coil or spacer. The proximal supporting disk was found damaged. No damages or irregularities were found with the distal supporting disk or the two advance resheathing mechanisms. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ and ¿pipeline damaged during delivery/retrieval¿ could not be confirmed as the braid in question was not returned for analysis. Possible causes include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. Possible causes for pipeline damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as moderate, and pipeline was positioned in a bend; which is the likely contributor towards the failure to open. As the braid was not returned for analysis, any contribution of the braid towards the failure to open and damage could not be determined. The supporting disk and distal wire were found damaged, indicative of over-manipulation, high force delivery, patient vessel tortuosity or advancing against resistance. The damaged distal wire and supporting disk would not have contributed towards failure to open. H6. Coding updated based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.